Event description:
During cardiomems implant procedure the physician was unable to advance the cardiomems delivery catheter past the left pulmonary arch. The physician reported the curve of the arch was too severe for the distal end of the catheter to bend around. Resistance was met while backing the delivery system out through the sheath due to the distal end of the sheath being collapsed. Everything was removed from the patient and a new sheath and sensor were obtained for a second attempt. Just after advancing to the target location with the second sensor, the guidewire position was lost and the physician decided to abandon the procedure. An 11 fr. Terumo pinnacle was used for the first attempt and a 12 fr. Terumo sheath was used for the second attempt. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref report: mw5146279.